Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that there was a lead impedance problem due a loose connection between the device and the right ventricular high voltage lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.